Event description:
It was reported that the caller needed assistance with updating the pump time due to a discrepancy between the displayed and actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised monitoring for any recurrence of the time discrepancy. The caller understood and acknowledged the instructions provided.